Event description:
It was reported that during a thoracotomy procedure, the surgeon was using the device and the staples were forming incorrectly and the tissue around it was bunching. Unknown how case was completed. Unknown if there were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did the event occur? Unknown. What color cartridge was being used? Tr45g. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? All, ¿staple line was bunching.¿ where the malformed staples on the line closest to the cut line or in all of the rows? Unknown. What was the appearance of the staples (irregular shapes, legs straight)? Unknown. Was the device fired over an existing staple line or clip? Unknown. Was buttressing material used? If yes, what kind? No. Was there an issue with the cutting of the device? No. How was the case completed? Yes. Did the event clinically impact the patient or change the post-operative care? Unknown.